Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred.the 4.00x24mm veriflex stent delivery system (sds) was advanced to the first diagonal branch and when the sds balloon was inflated it was noted that the stent was missing. The stent was found inside the device packaging as it had dislodged during prep. The sds was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is fine.